Event description:
A hospital materials manager initially reported that a doctor was shocked when using a hook electrode. However, after the hospital materials manager gathered additional information from the attending physician, the manager subsequently reported that the physician was not shocked. The physician advised the materials manager that he felt that the hook electrode contributed to a cloudy image from other instrumentation used during the procedure. The unk procedure was completed with a different electrode and there was no adverse outcome related to the occurrence.